Manufacturer narrative:
Product event summary: analysis was not able to confirm that the programmer was unable to load new software, but it was confirmed that after updating the programmer display would go blank. It was also found that the system fan was noisy.

Event description:
It was reported that the programmer was unable to load new software, and would also stop functioning without notice. The programmer has been returned for repair. There was no patient involvement.